Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose result was 32.4 mmol/l. The patient was treated with an insulin pen and her blood glucose level started to decrease. Later, at an unknown time, the treatment was switched to insulin via perfusor. The patient's blood glucose level started increase, so she was switched back to the insulin pen for treatment. The patient was still currently in the hospital.